Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level was 200 mg/dl. A supply change was performed resolving the occlusion.

Manufacturer narrative:
Device not returned.